Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed due to multiple broken elements. Along with the findings reported in the event description, the evaluation concluded a crack and leaking on the bending section cover, and adhesive peeling off on the gi scope; additionally, there was evidence of third-party repair. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image issue (crystals were present) on the evis exera ii ultrasound gastrovideoscope during the preparation of use for a diagnostic procedure (endoscopy). During the inspection and testing of the returned device, the glue on the forceps cover was be peeling. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation. Additionally, on follow up, customer reported the issue actually occurred at the end of the procedure and that the procedure was completed but not with the same device. There were reportedly no other devices replaced as well.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling adhesive on the forceps cover likely occurred from an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.